Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture/seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female who underwent primary breast augmentation with unknown mentor textured saline prostheses experienced bilateral baker grade iii capsular contracture, right sided deflation, and left sided seroma post procedure. This was accompanied by ptosis. As a result, capsulectomy and replacement with mentor gel implants was performed on (B)(6) 2022. Pathology discovered the presence of left sided serous fluid. The patient is stated to have recovered. See 1645337-2022-11879 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on february 27, 2023. The impacted product, previously unknown, is a mentor siltex 375cc saline prosthesis, lot #67393, catalog #354-2860m. The estimated date of implant was updated based on receipt of the device manufactured date. The estimated date of implant is (B)(6) 1992. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).